Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result code and conclusion code. Device evaluated by MFR: promus premier ous mr 3.50 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed no issues. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 28 x 3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 28 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion; however, the stent was bent. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 28x3.5 mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 28 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion; however, the stent was bent. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.